Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the emergency department with shortness of breath which had increased over the previous two days that was associated with chest pressure. The patient was brought to the cardiac catheterization laboratory for left heart catheterization which revealed multi-vessel coronary artery disease. The decision was made to proceed with a percutaneous coronary intervention (pci). During the pci on the left anterior descending artery, the patient started decompensating and coded twice and the decision was made to implant the impella cp. Approximately seven hours into impella cp support, it was reported that the patient was bleeding from the impella access site and catheter site and there were ongoing suction alarms. The patient was transfused with three units of packed red blood cells and received fluids. It was noted that the patient was not oxygenating well. The following day, it was noted that the patient¿s pulmonary capillary wedge pressure was 4mmhg and the patient was receiving fluid and albumin. The medical team planned to increase impella support when the patient¿s fluid and pressures increased. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.